Event description:
Customer reported the dpm 6/7 monitor displayed an error message that may have impacted ECG monitoring. No patient injury was reported.

Manufacturer narrative:
Service representatives replaced the units front panel assembly. Calibrated and safety tested unit to factory specifications.